Event description:
During an arthroscopic knee surgery, the needle tip broke in the patient's knee when passing peripheral stitch. The probable cause could be due to needle hitting calcified meniscus tissue or surgeon deploying the needle without tissue present between the jaws. The broken needle tip was retrieved from the patient during primary procedure with no complications.